Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: a1 (sex), d10, e1 (initial reporter). Additional point of contact: (B)(4). The product was returned with the membrane completely unfolded and blood on the interior and exterior of the iab and between catheter and sheath. The 8fr sheath was returned covering the catheter tubing. The sensor cable was cut and not returned for evaluation. An underwater leak test of the catheter tubing, inner lumen and extracorporeal tubing was performed and one leak was observed on the membrane 26.2cm from the iab tip and measures 0.005in / 0.013cm long. The reported problems were most likely triggered by a leak found at the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported by the that while using sensation plus 50cc intra aortic balloon (iab) the reporter called in with a balloon perforation. The reporter stated the only alarm they had with the perforation was gas loss and the blood did reach the console. No harm or injury to the patient was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).